Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a load cell failure. The archive data indicated several ua07 errors, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering up, confirming the reported complaint. The load cell characterization check revealed an over-reporting load cell, which will be replaced to address the ua07 error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(6). Ccr 52909 was reported on january 26, 2021, and the load cell was replaced.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.